Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the monitor was displaying a "speaker malfunction" and there were no audible tones and alerts. The customer biomedical engineer (biomed) confirmed that there were visual and audible alerts from the philips patient information center ix (pic ix) central station. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc checked the monitor and was unable to verify the speaker issue; the speaker was operational and monitor wasn't displaying a "speaker malfunction". Although, the tc found no issue, they decided to replace the loudspeaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.